Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site. A local engineer confirmed that the upper right mixing chamber leaked onto the circuit board on the ultrafiltration unit, causing water damage to the main and blood leakage detector boards. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the mixing chamber malfunction was not determined. The damaged machine components were replaced. The external leak of fluid occurred at a component where the leak does not have the potential to harm the patient. This is therefore not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from the upper mixing chamber of an ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.